Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump squealed and it never recovered. The customer's blood glucose level was 85 mg/dl. He also recommended making the insulin pump more user friendly and a better way of containing the battery. The product was not returned. Nothing further to report.